Manufacturer narrative:
Initial reporter phone #: (B)(4). Results: a sample was returned for evaluation and was confirmed, a stub was formed on the devices. A customer photo was returned and showed the defect. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: the root cause of this defect is a defective gate which allows a stub to form on the part. Parts recently manufactured on the implicated cavities was checked and no issues were found.

Event description:
It was reported that the wing of two holders of the bd vacutainer® single use holder has a burr. No injury/medical intervention required.

Manufacturer narrative:
The initial MDR was submitted the 510k number listed as exempt. It is corrected to read preamendment.